Event description:
The facility representative reported a colleague infusion pump with a physical damage. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "physical damage" was confirmed but not reproduced during product evaluation. This condition was caused by a broken/cracked center housing. The center housing was replaced to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.